Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. Prior to the hospitalization, the customer changed her infusion set and the insulin pump alarmed no delivery shortly after that. However, the customer did not change the infusion set after getting the no delivery alarms. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.